Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 failed due to the magnet falling out from the latch insep. A field service engineer resolved the issue by latch insep replacement. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.